Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Review log file showed the failures were next to the fdc board . Fse found issue with power supply modules. Fse reestablished power supply with the crcb and fdc modules. After reestablished power supply system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that it was not possible to do x-ray. The system was in clinical use at the time of the event.no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.